Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time and date were inaccurate, cause was unknown. Reportedly, the customer corrected the time to address the issue and continued to use the pump for insulin therapy.